Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned device revealed that the end of the driver was damaged, and the tip of the driver was completely sheared off. Field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. Analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states do not force deployment or implant breakage or damage to bony structures may result and avoid application of excessive stress on instrumentation among other risks associated with the procedure.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant the tip of the driver broke off entirely. The teeth from the driver were lodged in the top of the implant. The physician assessed the implant was over 95 percent deployed and determined it was safe to leave in place. After the implant was secured in place, flushing and suctioning were performed to remove the broken driver teeth. The procedure was completed successfully.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant the tip of the driver broke off entirely. The teeth from the driver were lodged in the top of the implant. The physician assessed the implant was over 95 percent deployed and determined it was safe to leave in place. After the implant was secured in place, flushing and suctioning were performed to remove the broken driver teeth. The procedure was completed successfully.

Manufacturer narrative:
Analysis of the returned device revealed that the end of the driver was damaged, and the tip of the driver was completely sheared off. Field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. Analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states do not force deployment or implant breakage or damage to bony structures may result and avoid application of excessive stress on instrumentation among other risks associated with the procedure.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure; while attempting to deploy the implant the tip of the driver broke off entirely. The teeth from the driver were lodged in the top of the implant. The physician assessed the implant was over 95 percent deployed and determined it was safe to leave in place. After the implant was secured in place, flushing and suctioning were performed to remove the broken driver teeth. The procedure was completed successfully.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned device revealed that the end of the driver was damaged, and the tip of the driver was completely sheared off. Field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. Analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. Additionally, a review of the instructions for use (IFU) was performed and it did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also state to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.